Event description:
It was reported on june 1, 1999 that during a 7 month follow-up visit from a transvaginal approach procedure, the physician found erosion of the second suture. The suture was removed. No other information is available. No product was returned for evaluation.